Event description:
We have found that the product for pharmacist called siemens pharmacy and medication administration check allowed two forms of potent steroids to be delivered for simultaneous administration by intravenous and oral routes, two forms of ipratropium, and failed to sufficiently warn of an allergy to another therapy - it was administered - despite the accurate listing in the patient's emr. The steroid therapy worsened hyperglycemia.